Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 8.9 cm x 9.0 cm abdominal aortic aneurysm. It was reported that there was a type ia endoleak following the implant of the endurant iis device. Per the physician, the cause of the proximal type I endoleak was due to deployment a little lower than intended in a slightly angulated aortic neck. A cuff was then placed to correct the leak. However, during re-capture of the tip on the cuff delivery system, there was difficulty pulling the tip through the suprarenal stents of the cuff. It was reported that the physician was able to remove the delivery system with a lot of pulling. Three of the suprarenal stents of the cuff deployed fully; the other two were intertwined. No further intervention was performed or was planned to treat the entwined suprarenal stents. There was also no endoleaks at the completion of the procedure. The patient was discharged with blood measurements fine, renal function stable, and had satisfactory groins. An unenhanced CT showed a similar appearance to the completed angiogram with at least two bare metal stents of the cuff projecting across the aortic lumen. One of the top four markers of the cuff appears lower than the other three markers, which appears satisfactorily positioned. It is projecting into the lumen of the aorta so it appears as though there may be a small pocket created by that part of the covered portion of the extension cuff at the proximal end. The patient was placed on a blood thinner. The patient¿s common femoral artery pulses are good. A duplex ultrasound was performed and, although the proximal end of the stent was not visible due to bowel gas, brisk bi/triphasic flow through both iliac limbs was observed with no endoleak. It was inferred that there was a satisfactory lumen through the aortic neck in spite of the bare metal stent configuration observed on the CT. The physician elected to place the patient on an anti-platelet therapy as a prophylactic. The physician stated that the cause of the event could not be determined. It was noted that there was a slight angulation of the neck and a small diameter aorta, which may have contributed to the event. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complaint was could not be confirmed since the event took place in-vivo. The root cause of the event could not be conclusively determined; however, the small aortic diameter and neck angulation may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.